Manufacturer narrative:
Continuation of medical devices: dtba2d1 ICD implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible intermittent far field r-wave (ffrw). The lead remains in use. No patient complications have been reported as a result of this event.